Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, vasoview hemopro 2 had a long hair inside. A new device was used to perform the procedure. There was a slight delay. There was no patient harm. Photo provided by the complainant shows a hair inside the sealed tray on the device.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 10/04/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. A black hair was observed near the btt. No other visual defects were observed. An investigation was conducted on 10/16/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned in an opened state with the product wrapping open. The plastic protective tray was also observed to be slightly opened on the one side. A single hair was observed on the inside of the plastic carrier near the btt. No other visual defects were observed. Based on the opened condition of the device as well as the evaluation results, the reported failure " contamination/decontamination problem" was not confirmed. The lot # 3000413428 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.